Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 275ml of taxol, at an unspecified rate, via a plum pump. It was reported that the tubing set had been primed with an unspecified volume of "039%" sodium chloride prior to the taxol. At an unspecified time, the delivery of taxol was started. It was reported that 60 minutes after the delivery was started, the nurse noted approximately 180ml of solution had leaked onto the floor. It was reported that a perpendicular cut, 3/4 through the tubing, was noted approximately 10cm proximal to the filter. It was reported that the tubing was reportedly swollen and brown that was not present at the start of the delivery. It was reported that the delivery was discontinued. The customer contact indicated that the missed dose was delivered during the next scheduled treatment. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of treatment critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.